Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had red light blinking and tried to push buttons and nothing works and it was alarming and vibrating. Customer reported that took battery out and then it said stuck button. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Retainer ring=black the pump was returned for blank display and keypad unresponsive/stuck button error alarm found on (B)(6). 2021. Pump¿s history and trace files downloaded successfully using thump software. Unit received with fully functional keypad. Keypad traces were inspected, and no damage noted. Keypad flex connector is plugged in properly. Pump passed displacement test, self test, active current measurement and sleep current measurement. No stuck button error alarm noted upon testing or in the pump history/trace files. Unit passed keypad voltage test. Pump was monitored. No blank display noted during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No power loss alarms noted during testing or in the pump trace download. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 board. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, cracked case, and cracked case on the battery tube side. Blank display not confirmed during testing. Keypad unresponsive/stuck button error alarm not confirmed during testing or in the pump history/trace files. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.